Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt sent an email wanting to know who their local manufacturer representative (rep) is because they needed reprogramming done. Pt emailed back wanting to know the number for their doctor to call and make an appointment. Pt thinks there is an issue with their controller. At the last rep meeting, the controller was set so they could adjust group b. Now, all they get is a message saying settings not available, cannot provide your desired intensity. Pt also made a comment and it seems like it's time for a new battery patient provided a reply inquiring how to schedule a medtronic rep. Agent sent information. Patient also stated they are encountering settings not available. Patient called back and reported that their controller is not working and they're having a hard time. Patient stated they were implanted in southern ca and now live in northern ca. The patient stated that they need the phone number for their primary care doctor to make an appointment with their local representative. Agent reviewed information. Emailed reps for visibility. Additional information was received from patient who reported they need to speak with a manufacturer representative (rep) as their controller has failed. Agent understood this as patient was seeing settings not available. Patient state they have an appointment with their healthcare provider (hcp) on (B)(6) but they cannot wait a month to get this resolved. Rep reported they reached out to provider. No new information. Additional information was received from patient who reported their implantable neurostimulator (ins) has not worked for 2 weeks. Additional information from the rep indicated that the cause was due to impedance issues on two electrodes that were part of patient's programs. The patient was re-programmed around impedances. Issue has been resolved.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.